Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported that for the first time 'several days ago,' they were unable to connect to their pump to bolus. Patient stated normally they saw 'connecting' and start seeing percentages, but for this issue patient stated they kept getting a red alert telling them to restart the application, so they would try to clear the message, but they 'kept going in circles' and it would not connect. When agent inquired event date, patient stated that this happened on a holiday, later stated 'it's been a long weekend,' and later stated they had been unable to bolus 'for days.' Patient stated they tried calling medtronic representative (rep) about this inability to connect issue 'maybe friday,' then stated 'thursday or friday,' then stated 'it had to have been friday,' and got their voicemail with patient services number and some general troubleshooting instructions but never spoke to them. Agent assisted the patient in connecting to the pump and patient saw 'not found,' but patient stated this is not the message they were seeing. Agent had patient tap 'switch communicator' but then patient saw service code 389, and confirmed this was what they were seeing. Agent conferenced on healthcare it (hcit) who assisted patient in force stopping communication manager, clearing cache of myptm app, and then patient was able to successfully connect. The troubleshooting steps that were taken on the call resolved the issue. While on call, when patient was connecting to pump, patient stated seeing 'no pump response' twice briefly, and it was determined patient was tapping 'cancel' and then 'resync' on their own. Patient mentioned it seems like when they have to use it more often, they have found the spot where they hold the communicator with their hand over the pump. Patient mentioned there were days when they did not need boluses at all. When the percentage got to 90%, patient stated 'it will sit here for a moment.' When agent inquired event date, patient stated 'it's always done that - sit at 90% you wait a bit, then go to 99% and then go to lock screen showing bolus started.' Patient later stated they have never had a problem with their equipment or their pump until inability to connect. Patient then stated that the 'guru of pumps' said patient was not a candidate for a pump, and was later told they would just put the pump on the opposite side of their colostomy, and the medtronic pump had been really helpful for them. Patient later stated 'he did some adjustments at the first time I was in the office.' Patient mentioned there's a 'whole ugly story with getting my pump implanted,' which was implanted in louisville, but 'that's never the case of the equipment,' and the pump/therapy had been 'a life saver.' Agent assisted patient in clearing data.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial # (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.